Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 332 mg/dl and insulin injections were used to address the bg level. The customer declined tandem technical support's offer to troubleshoot and indicated that the pump supplies were to be changed. The customer reported to have been using the cartridges possible outside of the 72 hour labeling timeframe for novolog